Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported a philips ventilator had a failure alarm upon turning on the power. The device was not in clinical use at the time the issue was discovered. The issue was discovered during pre-use checking. There was no patient or user harm reported. No delay to therapy reported.

Manufacturer narrative:
G4:08apr2021 b4:(B)(6)2021 the customer reported a philips ventilator had a failure alarm upon turning on the power during pre-use check. The device was evaluated by the philips international field service engineer (fse) who confirmed the reported issue via operational check and event log. Base on the evaluation, the fse replaced the speakers. The device was then overall checked, cleaned and test. The device passed specified test and no other anomalies were reported. A speaker assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical open in the speaker. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.